Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The trial patient (be - basic evaluation, day 2) reported that date of procedure - (B)(6) 2016. Patient had persistent skin irritation where lead was placed. Additional information was received from a healthcare provider (hcp). The hcp clarified the skin irritation, indicating the leads had pulled out and the patient had a reaction to "legaden." The diagnostics performed related to the skin irritation included the eventual removal of "legaden."